Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in completing the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurs, which was understood and acknowledged by the caller.